Event description:
The report indicated that 6/8 hours after afib cardiac ablation procedure with a varipulse catheter, the patient experienced a stroke. The physician reported that in the afternoon, about 6/8 hours after the ablation, they found out the patient had a stroke after a varipulse case (atrial fibrillation). The physician affirms the stroke probably happened 6-8 hours after the case. Act (activated clotting time) was 337 s and procedure time was 45 min skin to skin. Post intervention anti-coagulation was performed according to guidelines. The physician reported it was a very uncomplicated case. Patient was under general anesthesia. The material used during the case was varipulse catheter, brk transseptal needle, flexcath advance 12f. The information received indicated that the anticoagulation provided was dabigatran interrupted on the evening of (B)(6) and not given on (B)(6). Tee (transesophageal echocardiogram) was performed during anesthesia just before the ablation. 14'000 units of heparin was given just after the transseptal puncture, and act 10 minutes later was 337 seconds. Dabigatran was reinitiated 5 hours after the end of the procedure (17:00) (and was taken by the patient) also taken the following morning. Although the symptoms were reported by the patient in the evening of june 16th, it was only on the afternoon of the 17th when we were informed. The physician¿s opinion on the cause of this adverse event was still unclear, and believes strokes manifest as soon as the clot arrives in the brain and it was discovered 8 hours after the case. He believes a workflow or device related incident would have manifested right after the case.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jul-2025, bwi received additional information regarding the event. The symptoms were recorded by the care provider, but were not forwarded to the cardiologist responsible. In the afternoon of the following day a doctor was on call. Immediate initiation of an MRI and oral anticoagulation. Patient was reported to have a stroke and was in rehabilitation and showed even smaller motor neurological deficits unilaterally lower extremity (force sometimes still m4 instead of m5). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 11-jul-2025, bwi identified that the h7 remedial action initiated type and the h9 FDA correction/ removal reporting number were mistakenly omitted from the previous initial report. As a result, both h7 and h9 have been updated to "notification" and "3013300026-01/17/2025-001-c", respectively. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-nov-2025, bwi received additional information indicating that the patient's date of birth was (B)(6) 1946. As a result, section a of this form has been updated with the patient's date of birth, age unit, and age. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-aug-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An investigation was performed with the following summary: tpi (tissue proximity indication) not calibrated before starting ablations or throughout the procedure. Ablations during sinus. - ablated before completing map and ablated when the catheter reached a position. 17 total ablations with good movement between each. - potential contributors and risk factors: low act (activated clotting time), interrupted anticoagulation prior to procedure. It was confirmed that 14'000 ie. Heparin was given just after the transseptal puncture, act 10 minutes later was 337 s. Act = 350 seconds prior to ablation with the catheter must be confirmed and checked every 15-30 minutes while the catheter is in the left atrium. Failure to maintain appropriate anticoagulation levels may increase the risk for thromboembolic events. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).